Event description:
A report was received that the patient's ipg was protruding through the skin and there was a slight infection present at the site. The physician prescribed keflex oral antibiotics. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50 serial #s (B)(4) and (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.